Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? Since the thread always broke at the same point, i.e. Approx. The last 2-3 cm, there were no undesirable consequences for the patient. Please provide the lot number: ar7772 - what is the total number of products involved in this event? Approx. 28 - did the event occur during one or multiple patient procedures? During multiple - what is the total number of procedures? Approx. 28 with no specific information - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). The incident has already been reported in the past by my co-worker, but unfortunately there was no feedback from your side events reported via: 2210968-2022-10570.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, almost every suture from the carton rips off at the last 3 cm when tying the first knot, independent from the pulling force. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/18/2023 h6 component code: g07002 no device returned h6 component code: c22 - photo analysis additional information: d4, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary ¿ photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows an empty winding former. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.